Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that when the surgeon fired the closing handle the clip would come through the device; however, they were not being shaped/formed into the required design for it to seal any vessels. It is unknown when the event occurred. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # p91c7f: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining 8 clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. The instrument was disassembled in order to evaluate the condition of the internal components and the handle posts were noted to be broken. However, it is known from the history of the device that this condition may lead to ejected clip. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. No conclusion could be reached as to what may have caused the damage of yielded jaws. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.